Manufacturer narrative:
Physio control evaluated the customer's device and was not able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device would not deliver defibrillation energy. There was no patient use associated with the reported event.

Event description:
The customer contacted physio control to report that their device would not deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
The reported issue was unable to be verified. Root cause is unable to be determined. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.